Manufacturer narrative:
Based on the investigation performed nothing in the provided datalogs indicates any deviating functionality on this abl90 fp analyzer. Furthermore, the error codes shown in the patient log at the sample in question (sample ID (B)(6)) indicates a pre-analytical error has caused the issue. The comparison data provided by the customer on 10 samples indicates: the glucose measurement results on the abl90 fp analyzer are comparable to the glucose measurement results from the advia chemistry xpt analyzer. 10 out of 10 samples have deviations less than total analytic error (tea) (%) specified in abl90fp instruction for use (IFU). The na measurement results on the abl90 fp analyzer have some measurements that deviate from advia chemistry xpt. 4 out of 10 samples have deviations larger than tea(%) specified in abl90fp IFU. However, it should be noted that this "comparison study" is only indicative. 10 samples at different levels do not provide statistical certainty. The measurement performance of the instrument being compared (advia chemistry xpt) is not known. The root cause is determined as no malfunction.

Manufacturer narrative:
The customer has run 10 comparison samples comparing the abl90 fp and their laboratory analyzer (advia chemistry xpt) on the following monday (2021-01-04) and found them a 'little out', but confirms that all of them looked to be ok. Based on the preliminary investigation of the abl90 fp sample taken (B)(6) 2021 with the glucose result of 22.6 mmol/l, the other parameter results contained many error messages indicating that the sample may not be reliable (e.g. No hemoglobin which indicates that this is not a representative sample), which therefore indicates this might be a pre-analytic error.

Event description:
Results from an abl90 flex plus (fp) analyzer were different from laboratory results. The customer had some issues with both sodium and glucose results from the abl90 fp analyzer. Due to the glucose results from the abl90 fp a baby was maltreated with insulin. The customer has not been able to inform of the further outcome for the baby and it has not been possible to obtain information of the administered dose of insulin. On saturday (02.01.21) and sunday (03.01.21) a couple of samples were run on the abl90 fp analyzer that gave results for glucose as an upwards arrow, and a sodium of 112 mmol/l (laboratory result was 136 mmol/l). The sample in question from the abl90 fp analyzer was taken on (B)(6) 2021 with a glucose value of 22.6 mmol/l. The baby was given insulin based on this result. The next abl90fp glucose result was again with an upward arrow. This didn't make clinical sense, so the staff ran a sample on a handheld glucose meter which gave a result of 4.9 mmol/l. The next sample run on the abl90 fp analyzer again gave a discrepant result.